Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. Section a4: the patients weight is not provided when asked. Section a5/6: the patients weight is not provided when asked. Section b3: this information was not provided when asked. Section d6b: this informmation was not provided when asked.

Event description:
It was reported that the inclusive tapered implant failed. The bone grade is noted as grade ii. The implant was placed on (B)(6) 2021 and returned on an unknown date. Upon exam, the provider notes a loss of integration and the device was removed.